Event description:
Prismaflex filter was clotting and set was taken down. A new set was hung and during initial testing, the air sensor would not detect the line in place. The error message was, "malfunction: air sensor line," and then the prompts were followed multiple times which included turning the machine on and off. The baxter help line was called and spoke with rep for 18 minutes with no resolution. They recommended following institution policy regarding the machine. The machine was taken out of the room and a new machine was ordered and delivered.